Event description:
A catheter was used through a graft then into the cephalic vein high in the arm where the catheter's balloon reportedly got caught on a valve in the vein and came off. The doctor tried using another fogarty to retrieve the balloon. However could not bank it. Dr feels that the balloon may be lodged somewhere in the vessel. No pt permanent injury reported.